Event description:
A female with complaints of abdominal pain one day post-op urethropexy with cystocele repair. Patient was noted to have severe cellulitis over her lower abdomen, taken to or for I&d and the dvt mesh removed.